Event description:
It was reported, unknown bd tubing, one of our nurses identified while preparing to hang IV fluids there appears to be some dried brown residue on the spike. The following was provided by the initial reporter: I wanted to reach out regarding a secondary IV tubing set (see attached) that one of our nurses identified while preparing to hang IV fluids. There appears to be some dried brown residue on the spike. We have not identified any other sets with a similar issue.additional information:describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: patient - infection risk.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.